Event description:
Information received by medtronic indicated that the metal contact of battery cap was loose. Customer reported that the insulin pump was dropped and had damage at the back. Customer stated that the infusion set, reservoir and retainer ring were not damaged. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, cracked case (battery tube), pillowing keypad overlay and serial number label(faded).cosmetic damage was confirmed at the battery tube.